Event description:
The customer reported that when using the smartmask function, after 20 - 30 minutes, the live fluoroscopy image will "drift" 2 to 4 mm away from the smartmask overlay independent of stand position.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.